Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4) lot# va0sja3 serial# implanted: (B)(4) 2015 explanted: (B)(6) 2017 product type lead h3: analysis of the implantable neurostimulator (ins) serial# (B)(4) found that the ins passed functional testing, there was good stable output on all electrode pairs, and telemetry was acceptable. Foreign material (suspected body fluids) was observed in the header, which did implant ins performance. Analysis of the lead (lot# va0sja3) found that conductors #1, #2, and #3 were broken 4.4 cm from the distal end. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Markings consistent with markings from the use of a tool was identified on the outer insulation of the lead. (B)(4) fdccodes: (B)(4), fdmcodes: (B)(4) fdrcodes: (B)(4) pertain to product ID (B)(4) serial# (B)(4)product type internal electrical stimulator fdccodes: (B)(4), fdmcodes: (B)(4) fdrcodes: (B)(4) pertain to product ID (B)(4) lot# va0sja3 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex,, date of birth, no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0sja3, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Device code: (B)(4), applied to the lead serial number: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a patient via a company representative (rep). It was reported that patient had all four programs up to max output 8.5 and no stim was felt. It was noted that when the implantable nuerostimulator (ins) battery was removed, the hcp noticed something in the header of the ins. They stated only one electrode was functional during intra op testing. The new ins battery was placed on the old lead and impedance was taken. It read over 4000 ohms on all configurations, so the lead was replaced. It was indicated that the healthcare provider (hcp) replaced both the battery and lead on the day of the report and the issue was resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.